Event description:
The manufacturer received information regarding a repaired dreamstation auto CPAP device with complaint of black particles in it. There was no report of patient harm or injury.

Manufacturer narrative:
Box b: event problem description was not completed in the previous report. The updated event description will be - the manufacturer received information regarding a repaired dreamstation auto CPAP device with complaint of black particles in it. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.